Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shown critical override and user was unable to pull medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the critical override for all stations. A technical support specialist dialed into the server and ran a server downtime query, verifying messages were crossing over with no disconnected flag for cce. Logged into hsv and observed notices indicating meditech was down. Provided customer callback and advised them to check with the meditech team. Customer acknowledged. No further issues were reported, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the device.